Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on 02/12/2017 alleging the patient experienced hyperglycemia while on insulin pump therapy. The reporter stated the blood glucose meter was unable to read the patient¿s blood glucose but claimed the patient had high blood glucose associated with multiple loss of prime warnings that had occurred with more than one cartridge. The patient reportedly received treatment at the hospital emergency room. The treatment modality(s) was not reported. The reporter stated that the patient was on dialysis. The reporter was not willing to change the insulin cartridge while on the call with animas customer technical support during the troubleshooting process. The reporter stated that the subject insulin cartridges were not available to be returned to the manufacturer for investigation because the user had discarded them. This complaint is being reported because the patient on dialysis allegedly experienced hyperglycemia requiring medical treatment at the emergency room associated with a loss of prime issue.